Event description:
Customer reported he had low blood glucose. Customer reported he noticed the insulin squirts out when he takes out the reservoir. Customer's blood glucose during time of call was 122 mg/dl. Customer stated he always notices air bubbles in the reservoir. Troubleshooting was performed. Customer states that he administers his insulin 15 minutes prior to eating. Customer stated that he had to eat and eat because his blood glucose kept lowering. Customer wears the device during the prime process. Customer was advised of proper way to fill the reservoir. Customer reported the reservoir had 100 units and the device showed it have 76.9 units left. Insulin did not continue to drip when finishing prime process. Customer was advised if continues to not use the set. Drive support cap was normal. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.